Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 454 mg/dl. The application on the controller crashed ad the patient did not have a back-up method of insulin. The patient was treated with IV (intravenous) fluids and sent home with u-500 humulin and lantus. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.